Event description:
Olympus was informed that during preparation for use for an unspecified procedure the video telescope displayed a green image. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus (B)(4) (returned to (B)(4) on 2022/11/29). The evaluation at (B)(4) confirmed the occurrence of the reported ¿green image¿ and traced it back to a defective r-unit and cable assembly. Consequently the white balance was not working as well. Thus, the reported incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.